Event description:
It was reported that during a low anterior resection procedure, an error 5 was displayed in after about two hours. The main unit was reset twice, but the device could not be activated properly. At the second system check, an abnormal sound, like a high solid tone was heard and the blade was broken off on the mayo table. Another device was used to complete the case. These were adverse consequences to the patient. The broken piece did not fall into the patient's body, so no piece was left in the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: analysis showed that the device was returned with the distal tip of the blade broken off with the piece returned. The remaining blade portion was scratched. Possible causes of blade damage included breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent actions may increase damage severity and result in blade "lockout" later in the procedure, the continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.